Manufacturer narrative:
(B)(4). The customer¿s report of a leak near the upper silicone segment joint was confirmed. Pressure testing confirmed the customer¿s experience as fluid was observed leaking from the silicone segment at the shoulder of the upper pumping segment component. Visual inspection noted a small split to the silicone tubing at this location. The root cause for the split to the silicone tubing was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that following an air in line alarm, the user opened the pump door to address the issue and noted a leak near the upper silicone segment joint. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.